Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1688tc competitor implantable pacing lead, implanted: (B)(6) 2010. (B)(6).

Event description:
It was reported that there was polarity switch due to low impedance and loss of sensing on the right ventricular (rv) lead. There were small r waves and a ventricular high rate (vhr) episode on the electrocardiogram (egm) showed noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.